Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 19715047.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure. All device components explanted and will not be returned.